Manufacturer narrative:
Title : efficacy and safety of ablative therapy in the treatment of patients with metastatic pheochromocytoma and paraganglioma source: jacob kohlenberg et. Al,<(>,<)> 2019, mdpi journal; 7 february 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli 10: according to literature source of study performed between june 14, 1999 to november 14, 2017, outcomes measured were radiographic response, procedure-related complications, and symptomatic improvement. Thirty-one patients with metastatic pheochromocytoma and paraganglioma (ppgl) had 123 lesions treated during 42 radio frequency ablation (rfa), 23 cryoablation, and 4 percutaneous ethanol injection (pei) procedures. The median duration of follow-up was 60 months (range, 0¿163 months) for non-deceased patients. All extra-osseous rfa treatments were performed with an impedance-based internally cooled rfa device. Under technical success it is noted that four lesions were not assessed for technical success because the patient died during the ablation.